Event description:
Philips received a complaint on the tempus pro indicating touchscreen calibration and screen protector issues, and an analysis was performed. The device was not in use at the time of the alleged event.

Event description:
It has been reported to philips the touch screen calibration is off and not responding correctly.